Event description:
Erectile dysfunction, removal and replacement of inflatable penile prosthesis I do not know when this implant was placed exactly. Our records indicate in 2010. It was not implanted at our hospital. Only removed here. I am reporting this due to the manufacturer will not send me a response letter. I sent the medwatch form and the equipment to the company. I do not know when this implant was placed exactly. Our records indicate in 2010. It was not implanted at our hospital. Only removed here.